Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined. Additional information was requested for the investigation but the customer did not provide any further information. The customer refused service as they have had no further issues.

Event description:
The customer initially complained of an issue with 4 patient samples tested for crep2 creatinine plus ver.2 on a cobas 6000 c (501) module. One of the patient samples also had an erroneous result for ise indirect k for gen.2 which was reported outside of the laboratory. This medwatch will apply only to the k test. Please refer to the medwatch with patient identifier (B)(6) for information related to the crep2 assay. The patient sample initially resulted with a crep2 value of 5.38 mg/dl. When repeated on (B)(6) 2018, the sample resulted with a crep2 value of 1.04 mg/dl. This sample initially resulted with a k value of 3.73 mmol/l, which repeated as 4.3 mmol/l on (B)(6) 2018. The patient was not adversely affected. The k electrode lot number and expiration date were asked for, but not provided. The customer stated that controls and calibrations were fine the day of the initial run.